Event description:
A (B)(6) old male patient contacted zoll customer support to report that when she powered her monitor on, it made a loud humming noise and would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on past the splash screen and was resetting. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.